Event description:
This lead was implanted on (B)(6) 2005 and is still in active use. As per call this lead is not working for unknown reason. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).